Manufacturer narrative:
Two 3i t3® tapered implants 4/3 x 10mm (bopt4310) were returned for investigation (additional implant reported under 0001038806-2021-00083). Visual inspection of the as returned product identified signs of wear and debris about the implant threads with one of the implants showing signs of being trephined out. No pre-existing conditions were noted on the per. The reported product was located on tooth site 12 and used for approximately 11 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2018070364. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018070364) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (patient pain) or product (bopt4310). Therefore, based on the available information, device malfunction has not occurred and the reported event was non-verifiable. A definitive root cause could not be identified. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant was removed due to persistent pain at tooth location 12.